Event description:
The customer reported that the device was displaying the charge pak and attention warning icons. A replacement device was provided to the customer. When the device was received and then evaluated on 08/08/2008 by physio-control, it was observed that the service wrench icon was also displayed and the device would not power up.

Manufacturer narrative:
Physio-control further evaluated the device, and observed that, the internal battery was depleted, and leakage current, when the device is off, was excessive. Physio determined that the capacitor, designator c177, was root cause for the excessive off- current and depleted internal battery.